Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a patient's low glucose (glum) serum result generated by unicel dxc 800 pro clinical system. The sample was repeated with a point of care (poc) while blood device and result within the normal range was obtained and reported. The result was not reported out of the laboratory. Patient results were not provided. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc and system data are not available. This event is sample specific; hence, service call was not requested. A clear root cause cannot be determined for this event.